Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and a sensor error alert was received. Customer's blood glucose was 430 mg/dl at the time of incident. Troubleshooting was done for insertion techniques and insertion site placement. The customer was advised to monitor blood glucose and call back if further assistance is needed.